Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2012. Gerd symptoms reported by patient after anti-reflux procedure, however, ph measurements did not confirm ongoing gerd. Esophageal dilation had been attempted after anti-reflux procedure but did not alleviate symptoms. Uneventful device explant (B)(6) 2016. Linx device found in the correct position/geometry.